Event description:
The caller states that the device was purchased at a yard sale and the front end caster has broken.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.